Event description:
According to the reporter, the needle dislodged from the device, and was not retrieved. A CT scan was performed to locate the needle. Needle was seen on CT scan but could not be retrieved. Patient was closed up with needle left inside. Current patient status is alive, no injury.